Event description:
On an unknown date the patient underwent endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The patient tolerated the procedure. It was reported that follow-up CT imaging was reviewed on or around (B)(6), 2022. A type iii endoleak (component separation) was noted between the iliac branch component and the vbx device in the patient's internal iliac artery. The patient will undergo reintervention on an unknown date. There were no further reported issues.

Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® aaa endoprosthesis catalog #unk/ serial #unk/ UDI #unk which is captured in manufacturer report #3007284313-2022-01820. Gore® viabahn® vbx balloon expandable endoprosthesis catalog #unk/ serial #unk/ UDI #unk. Patient weight: asked but unavailable. As the date of event is unknown, but images were reviewed and endoleaks were identified on or around (B)(6) 2022, the date of event has been estimated as (B)(6) 2022. Other relevant history, including preexisting medical conditions: asked but unavailable device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but is unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4).

Manufacturer narrative:
B3: description of event: additional information provided.

Event description:
Cause of the separation between the iliac branch component and the vbx device in the patient's internal iliac artery is unknown. There is reportedly no current patient impact with regards to the component separation. The component separation will be monitored.

Manufacturer narrative:
As additional information was provided that the type iii endoleak (component separation) will be monitored, and as no intervention to treat the endoleak was performed or is planned, this information no longer meets the definition of a reportable adverse event. This report will be retracted.

Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® aaa endoprosthesis catalog #unk/ serial #unk/ UDI #unk which is captured in manufacturer report #3007284313-2022-01820. Gore® viabahn® vbx balloon expandable endoprosthesis catalog #unk/ serial #unk/ UDI #unk which is captured in manufacturer report #2017233-2022-02801. A.4. Patient weight: asked but unavailable. B.4. Event description: additional information added. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.4. Device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. D.6a. If implanted, give date: date of device implant was requested, but is unavailable d.10. Concomitant medical products and therapy dates: asked but unavailable h.4. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. H.6. Type of investigation: code b22 - attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings: code c0701 - the imaging evaluation found the following: there is no blood visualized outside the proximal portion of the main body. Ima ¿ there appears to be communication between the ima and the aneurism sac. Ima diameter ~3.5mm. There appears to be a type 3 endoleak between the ibe gate and the possible vbx devices implanted within the hypogastric artery. The most proximal device appears to have independent stent rows which seems to indicate the device to be a vbx. The device diameters appear to be ~11mm inner, 13mm outer diameter. The device length appears to be ~43mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. B.3. Date of event: as the CT imaging was performed on 07-feb-2022, the date of event has been updated to 07-feb-2022. G.2. Report source corrected to company representative.

Event description:
On an unknown date the patient underwent endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and what were suspected to be gore® viabahn® vbx balloon expandable endoprostheses (vbx). The patient tolerated the procedure. Follow-up CT imaging was performed on (B)(6) 2022, and was reportedly reviewed on or around february 10, 2022. A type ii endoleak was observed, and a type iii endoleak (component separation) was noted between the iliac branch component and the suspected vbx device in the patient's internal iliac artery. Abdominal aortic aneurysm enlargement (amount unknown) was also observed and was attributed to the type ii endoleak. There was no reported suspected cause of the component separation. The component separation was monitored. On november 30, 2022, the gore representative became aware that a reintervention was planned for december 7, 2022. Additional information has been requested.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, component migration and endoleak. H.6. Health effect - impact: code f1901 updated to code f1905. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2022, the reintervention was performed as planned. An additional gore® viabahn® vbx balloon expandable endoprosthesis (B)(6) was implanted to treat the type iii endoleak. The cause of the component separation remains unknown, and it was noted that there were no anatomical factors reported that may have caused or contributed to the component separation event. There were no additional patient adverse events that occurred due to the component separation. The treatment was successful and the patient tolerated the procedure.